Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave values and far-field sensing p-waves. The sensitivity was adjusted to improve safety margin. Reprogramming was discussed, however, the physician has chosen to monitor the patient currently. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).